Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about on (B)(6) 2021, patient underwent left subclavian placement of defendants' xcela power injectable port catheter product, with model number: h965451030, and lot number: 103323000. On or about on (B)(6) 2021, patient presented to (B)(6), for a port revision. On or about on (B)(6) 2021, patient presented to (B)(6), for removal of the defective xcela port due to continues issues following the port revision.